Manufacturer narrative:
Company comment: the serious event of abscess at implant site and the non-serious events of pruritus, erythema, irritation, inflammation, nodule, pain, hyperaesthesia and induration at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical and surgical interventions to prevent permanent damage. The potential root cause includes the injection procedure associated with inadequate aseptic technique. Potential contributory factor could include bug bite. The sculptra was intentionally misused in regards to dilution and injecting with 22g cannula. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on 27-jun-2023 by a nurse practitioner which refers to a 65-year-old female patient. No information about medical history, history of allergies or previous filler treatments has been provided. For all three treatments, the face was cleansed with hibacleanse x's 2 and additionally cleansed with puracyn [hypochlorous acid] and 1% lidocaine with epinephrine [epinephrine, lidocaine hydrochloride] injected intradermally at port site for cannula insertion. The puracyn was used to wipe the area prior to each injection with cannula. On (B)(6) 2022, on (B)(6) 2023, the patient received treatment with total 6 vials of sculptra (unknown lot number) along the jawline using 22g 2-inch dermasculpt cannula with fanning and crosshatching technique. During each session, 2 vials of sculptra were injected into the deep dermis. Small threads were injected with fanning and crosshatching. All injections were performed aseptically. The sculptra was reconstituted with 9 ml of bsw [water for injection] with 1 ml of 2% lidocaine [lidocaine] for a total of 10 ml. The sculptra was reconstituted with 9 ml of bacteriostatic water and injected with 22g 2-inch dermasculpt cannula (intentional device misuse). The patient was instructed and verbalized understanding that she must massage five times a day for five minutes each time for the next five days. She was aware of the importance of massaging with clean hands and not to apply any make up for the next 24 hours. On (B)(6) 2023, the patient presented to the hcp office with inflamed (implant site inflammation) nodule/lump (implant site nodule) on the right side of the gonial angle of jawline. The patient reported that she was bitten by a bug approximately 8-9 days ago on (B)(6) 2023). She felt like she had swatted a bug away from her face at that time. Initially, the area was itching (implant site pruritus) but the itching had resolved within a few days, but redness (implant site erythema) ensued. The hcp was not sure if the redness/inflammation was a direct result from the itching/irritating (implant site irritation) or not. She noticed that it had gone down in size over the last few days. There was palpable round lump to the right gonial angle on the jawline which was mobile just under the skin and felt circumferentially. There was white area noted in center of red circle and at first glance it looked like acne/pimple with possible puss in center. The patient was currently on low dose doxy [doxycycline] and instructed to massage and apply warm compresses to the area. She would also apply triamcinolone cream topically 0.1%. The hcp would reassess the patient in 2 weeks. On (B)(6) 2023, the hcp spoke to company consultant physician who recommended draining the abscess to see if there was any purulence that could be obtained and send for culture. The company consultant physician advised the hcp to treat the patient with antibiotic, possible intralesional kenalog 10 mg per ml diluted with lidocaine or triamcinolone injections if lesion was solid with no pus. The hcp had cleansed the abscess (implant site abscess) with chlorhexidine [chlorhexidine] and the sample was sent for culture and sensitivity testing. The abscess was irrigated and drained twice with bns [bacteriostatic sodium chloride]. After second time drainage, the area was cleansed, and the wound was packed and covered with a non-occlusive bandaid. The patient was aware that the area might continue to drain, and she would need to keep the area clean. The patient was started on keflex [cefalexin] 500 mg per oral bid for 14 days. On (B)(6) 2023, the hcp followed up with the patient and made aware of the culture results that there was scant growth of staphylococcus aureus which was susceptible to oxacillin. These staphylococci would also be susceptible to other penicillinase-stable penicillin (e.g., methicillin, nafcillin), beta-lactam/beta-lactamase inhibitor combinations and cephems with staphylococcal indications, including cefazolin. During that follow up, the patient reported that it was smaller and much less tender (implant site pain)/sensitive (implant site hyperaesthesia). It was soft but not tight in the center. The firm (implant site induration) area around the soft spot was less firm, sensitive and color was still red. The patient was better overall. The patient has an appointment scheduled at the end of that week for re-evaluation. She was aware that the area might feel sore and there still might be a bump under the skin once healed. This would take time and massage the area once fully healed to prevent scar tissue formation. The hcp reported that they also treated the patient with bbl a couple of times, and the lesion was definitely improving. They would continue bbl treatment until there was complete resolution. Outcome at the time of the report: inflamed was recovering/resolving. Nodule/lump was recovering/resolving. Itching was recovered/resolved. Redness was recovering/resolving. Irritating was recovering/resolving. Abscess was recovering/resolving. Tender was recovering/resolving. Sensitive was recovering/resolving. Firm was recovering/resolving. Sculptra was reconstituted with 9 ml of bacteriostatic water and injected with 22g 2-inch dermasculpt cannula was recovered/resolved. Tracking list: v.0 initial v.1 fu received on (B)(6) 2023 from same reporter. Patient demographics, culture results and corrective treatment details were updated.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2023 by a nurse practitioner which refers to a 55-year-old female patient. No information about medical history, history of allergies or previous filler treatments has been provided. For all three treatments, the face was cleansed with hibacleanse x's 2 and additionally cleansed with puracyn [hypochlorous acid] and 1% lidocaine with epinephrine [epinephrine, lidocaine hydrochloride] injected intradermally at port site for cannula insertion. The puracyn was used to wipe the area prior to each injection with cannula. On (B)(6) 2022, (B)(6) 2023 and (B)(6) 2023, the patient received treatment with total 6 vials of sculptra (unknown lot number) along the jawline using 22g 2-inch dermasculpt cannula with fanning and crosshatching technique. During each session, 2 vials of sculptra was injected into the deep dermis. Small threads were injected with fanning and crosshatching. All injections were performed aseptically. The sculptra was reconstituted with 9 ml of bsw [water for injection] with 1 ml of 2% lidocaine [lidocaine] for a total of 10ml. The sculptra was reconstituted with 9 ml of bacteriostatic water and injected with 22g 2-inch dermasculpt cannula (intentional device misuse). The patient was instructed and verbalized understanding that she must massage five times a day for five minutes each time for the next five days. She was aware of the importance of massaging with clean hands and not to apply any make up for the next 24 hours. On (B)(6) 2023, the patient was presented to hcp office with inflamed (implant site inflammation) nodule/lump (implant site nodule) on the right side of the gonial angle of jawline. The patient reported that she was bitten by bug approximately 8-9 days ago ((B)(6)23). She felt like had swatted a bug away from her face at that time. Initially, the area was itching (implant site pruritus) but the itching had resolved within a few days, but redness (implant site erythema) ensued. The hcp was not sure if redness/inflammation was a direct result from itching/irritating (implant site irritation) the area or not. She noticed that it has gone down in size over the last few days. There was palpable round lump to right gonial angle on jawline which was mobile just under skin and felt circumferentially. There was white area noted in center of red circle and at first glance it looked like acne/pimple with possible puss in center. The patient was currently on low dose doxy [doxycycline] and instructed to massage and apply warm compresses to the area. She would also apply triamcinolone cream topically 0.1%. The hcp would reassess the patient in 2 weeks. On (B)(6) 2023, the hcp spoke to galderma consultant physician who recommended draining abscess to see if there was any purulence that could be obtained and send for culture. The galderma consultant physician advised her to treat the patient with antibiotic, possible interlesional kenalog 10 mg per ml diluted with lidocaine or triamcinolone injections if lesion was solid with no pus. The hcp had cleansed abscess (implant site abscess) with chlorhexidine [chlorhexidine] and the sample was sent for culture and sensitivity testing. The abscess was irrigated and drained with bns [bacteriostatic sodium chloride] and the area was cleansed and covered with non-occlusive bandaid over area. The patient was aware that area might continue to drain, and she would need to keep the area clean. The patient was started on keflex [cefalexin] 500mg per oral bid for 14 days. On (B)(6) 2023, the hcp followed up with patient, made aware of culture results and waiting for sensitivity. The patient reported that it was smaller and much less tender (implant site pain)/ sensitive (implant site hyperaesthesia). It was soft but not tight in the center but still soft spot. The firm (implant site induration) area around the soft spot was less firm, sensitive and color was still red. The patient was better overall. The patient has an appointment scheduled at the end of that week for re-evaluation. She was aware that area might feel sore and there still might be a bump under skin once healed. This would take time and massage area once fully healed to prevent scar tissue formation. Outcome at the time of the report: inflamed was recovering/resolving. Nodule/lump was recovering/resolving. Itching was recovered/resolved. Redness was recovering/resolving. Irritating was recovering/resolving. Abscess was recovering/resolving. Tender was recovering/resolving. Sensitive was recovering/resolving. Firm was recovering/resolving. Sculptra was reconstituted with 9 ml of bacteriostatic water and injected with 22g 2-inch dermasculpt cannula was recovered/resolved.

Manufacturer narrative:
Company comment: the serious event of abscess at implant site and the non-serious events of pruritus, erythema, irritation, inflammation, nodule, pain, hyperaesthesia and induration at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical and surgical interventions to prevent permanent damage. The potential root cause includes the injection procedure associated with inadequate aseptic technique. The sculptra was intentionally misused in regards to dilution and injecting with 22g cannula. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.